Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed off no power test, self-test, unexpected restart error test, and displacement test. Motor error alarm noted during basic occlusion test due to loose drive support disk. Motor was tested outside the device and passed. Unable to complete functional test including basic occlusion, occlusion, prime/compromised force sensor system test, and excessive no delivery alarm test due to motor error alarm. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. (B)(4).

Event description:
The caller reported that the customer was feeling sick all day and was not able to go to school. The customer was asleep when the insulin pump alarmed motor error. Customer's blood glucose level was around 240 mg/dl. The insulin pump fully rewound. The insulin pump alarmed motor error 4 times within the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.